Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2026 or low flow alarms and cough. Echocardiogram (echo) showed normal right ventricle (rv), no concerns of hemolysis, and computed tomography (CT) was unremarkable. The low flow alarms continued, seemingly more frequently at night and was asymptomatic. The site has requested low flow software to assist with the alarms. The low flow software was installed on (B)(6) 2026. It was reported that the patient was readmitted overnight for evaluation of a drop in hematocrit/hemoglobin (hct/hgb) and ongoing low flow alarms. It was thought that high likelihood ongoing alarms were related to hypovolemia/anemia. The event log captured intermittent low flow events with flow noted as low as 0.9 lpm.